Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, a leak was noted at the distal end. Additionally, as noted, there was dirt discovered inside the light guide lens. Furthermore, there was a cut noted on the distal end, with water tightness lost. The adhesive on the distal end was detached. There were scratches on the connecting tube, cover, switch box, control unit, grip, universal cord, light guide cover, and light guide lens. The ig protector, cover, connector, and universal cord also had notable damage. The adhesive around the light guide lens was also discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus duodenovideoscope due to a leak noted at the distal end. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the inside of the light guide lens was dirty. This report is being submitted to capture the compromised light guide lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress generated a gap in the distal end allowing foreign material inside the light guide lens. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This additional information does not alter the results of the investigation provided on the previous report. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the initial event was discovered during device reprocessing. There was no patient involvement during this event.